Event description:
The patient was initially implanted with an afx2 bifurcated stent graft, an afx iliac limb, a vela suprarenal and an ovation ix iliac limb extension to treat an abdominal aortic aneurysm (aaa) on (B)(6) 2021. Approximately five (5) years post initial procedure, during a follow up, a type 3b endoleak was detected. The physician elected to reline the original implanted stent grafts with an afx2 bifurcated stent graft, a vela infrarenal, two (2) afx iliac limb extensions and an ovation ix iliac limb extension on (B)(6) 2026. The endoleak was resolved and the final patient status was reported as good. Note: the afx2 system was evaluated using endologix components. The safety and effectiveness of other stent graft devices used in conjunction with the afx2 system have not been established.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records were received and are pending evaluation by the clinical specialist. A follow-up report will be submitted upon completion of clinical analysis.